Manufacturer narrative:
On 15-aug-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and after pulmonary vein isolation 20 ablation was conducted, when the catheter was removed from the patient's body and flushed during the catheter replacement, there was no solution coming out of the tip. Pre radiofrequency (rf) time was 2 seconds and post rf time was 4 seconds. The catheter was wiped with sterile gauze and flushed, but the issue was not resolved. The issue was resolved by replacing the ablation catheter. The procedure was completed without patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, pump, and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31283507l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: make sure the irrigation holes are not plugged prior to re-insertion; the temperature sensor is used to verify that the irrigation flow rate is adequate; inspect the irrigation saline for air bubbles prior to its use in the procedure; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and after pulmonary vein isolation 20 ablation was conducted, when the catheter was removed from the patient's body and flushed during the catheter replacement, there was no solution coming out of the tip. Pre radiofrequency (rf) time was 2 seconds and post rf time was 4 seconds. The catheter was wiped with sterile gauze and flushed, but the issue was not resolved. The issue was resolved by replacing the ablation catheter. The procedure was completed without patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).